Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) started flashing red and then it rebooted itself while monitoring a patient. The bme stated that they did a few tests with the bedside and it seems to be working but they want to send it in for inspection as a precaution. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) started flashing red and then it rebooted itself while monitoring a patient. The bme stated that they did a few tests with the bedside and it seems to be working but they want to send it in for inspection as a precaution. No patient harm was reported.